Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
A diabetes specialist nurse reported that patient was hospitalized due to high blood glucose (bg) readings and ketones on (B)(6) 2018. The patient was stabilized at the hospital, treatment unknown, and as of (B)(6) 2018 was back at home. It was reported that the patient's personal diabetes manager (pdm) read 9.2 mmol/l (168 mg/dl), however, pdm history showed 22.9 mmol/l (413 mg/dl). The nurse believed the patient did not want to get in trouble so she hid her high bg levels from her mother and had entered them manually. Subsequently, the patient was taken off the pump and placed back on manual injection therapy. The nurse did not believe the pdm was at fault and it was believed to be user error.

Manufacturer narrative:
Based on testing, the delivery test was found to successfully pass and record into the device memory. During the bg (blood glucose) meter strip insertion verification test, the pdm (personal diabetes manager) was found to recognize the activities and powered on immediately with no issues noted. The pdm functioned as intended.